Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "damaged". Upon review of the event history quality engineering identified failure code 199 to be the determined condition. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. However, during previous service on (B)(4) 2007 for 'pm' and on (B)(4) 2005 for 'fc701' the main batteries were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the determined condition of a colleague infusion pump with failure code 199 was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).